Manufacturer narrative:
This report is submitted on june 02, 2021.

Event description:
Per the clinic, the patient experienced discomfort at incision site with external device use and subsequently was treated with oral and topical antibiotics (date and duration not reported).